Event description:
During the eval of a returned spectrum infusion pump, rite testing could not be completed due to a system error 322. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. During eval, rite testing could not be completed due to a system error 322. The failed upper auxiliary flex most likely contributed to this condition and was replaced.